Event description:
The customer reported that their device would not power on at all. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power and therapy pcb assemblies. Proper device operation was observed through functional and performance testing and the device will be returned to the customer for use. Physio observed that the therapy pcb was causing multiple fuses to blow on the power pcb assembly. The cause of the reported failure was due to the therapy pcb assembly.